Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported recurrent tr appears to be related to the slda. Dyspnea is cascading effect of the recurrent tr. Tr dyspnea are listed in the instructions for use as known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient was hospitalized and another clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: h6 health effect-clinical code: 4451 mitral valve insufficiency/ regurgitation. Codes added: h6 health effect-clinical code: 4453 tricuspid valve insufficiency/ regurgitation.

Event description:
It was reported on 02 april 2025 a patient presented with grade 3 functional tricuspid regurgitation (tr) for a triclip procedure. There was some difficulty visualizing the clip during the procedure due to the patient anatomy. One triclip xtw was implanted. The final tr grade was 1. Two days post-procedure on (B)(6) 2025, a single leaflet device attachment (slda) was observed under transthoracic echocardiogram (tte). The clip detached from the septal leaflet. The patient presented with shortness of breath. The tr grade increased to 4. On (B)(6) 2025 a second clip intervention was performed. Two triclip xtws were implanted to stabilize the first clip. The final tr grade was 1.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.